Event description:
It was reported to philips that the system's image disk had problem, which could impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.